Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the red indicator issue on the e-100 generator. The fse replaced the e-100 generator to resolve the issue. The system was tested and verified as ready for use. Isi has received a da vinci product involved with this complaint to perform failure analysis. The e-100 generator was analyzed and found to have a red power button. The power and bipolar led indicators remained red and prevented cutting and sealing. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted left hemicolectomy surgical procedure, the e-100 generator was not functioning. The nurse explained that the power button turned red after powering on the generator. The customer had attempted to restart the e-100 generator prior to contacting the technical support engineer (tse) with no success. The surgeon used the erbe generator to continue with the procedure. The tse checked the system logs and did not find any indication of a generator issue. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.